Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00469 and 0001825034-2024-00470. D10: item# unk size 20 ringloc liner; lot# unknown, item# unk 22mm modular head; lot# unknown, item# unknown palacos bone cement; lot# unknown, item# unk 12mm bone plug; lot# unknown, item# 13-104042; lot# unknown. H6: proposed component code - mechanical (g04) - stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient received a left total hip arthroplasty approximately twenty-one (21) years ago. Subsequently, the patient was revised approximately eight (8) years post-implantation due to unknown reasons to receive a custom liner, modular head, and custom femoral stem. Attempts have been made and no further information has been provided.